Manufacturer narrative:
The suspect device is not available for return, as it was discarded due to possible covid-19 contamination. Also photos was not provided by the customer. No further evaluation can be completed at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the superno2va satellite kit large experienced multiple tears in bags where they have been creased in packages. The reported issue was detected during patient use. The customer confirmed that there was no patient harm associated with the reported event.